Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clots had formed in a one-link IV connector. The occlusion occurred when the connector was attached to sensor lines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.